Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on 01/10/2025 at 6:58 from the patient's mother. The device stopped working. At 10:00 the sales rep visited the patient's home and replaced the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The blower was replaced to resolve the issue.